Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance was observed on the left ventricular lead. Programming the proximal end of the lead resulted in phrenic nerve stimulation. The device was reprogrammed to exclude the left ventricular lead. The lead is anticipated to be explanted and replaced.

Event description:
Additional information was received indicating high capture threshold was observed on the left ventricular lead. No additional intervention will be performed, the lead remains implanted and is inactive. The patient was in stable condition.